Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. In general, the device appears in good condition, no damage, and outside of the complaint condition, no other anomalies. The suture retrieval hook portion at the distal working end of the device is broken off. The break areas and the hook fragment are misshapen, bent and distorted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. It appears that the suture retrieval hook became caught in soft tissue, which is a user handling issue, and, given the condition of the damage; it appears that the user had some difficulty in extricating the hook from the soft tissue which most likely caused the user to manhandle the device, twisting back and forth causing the metal tip to fatigue and fail. Outside of these hypotheses and considerations we cannot discern any other root cause for this failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Mitek received a 3500 authored by the user facility and sent via the FDA. The report states that on september 26, 2012, during an arthroscopic right shoulder repair, the tip of a disposal mitek suture grasper became caught and consequently broke/came apart in the body. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.